Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported the patient no longer uses the system. In turn surgical intervention may be pending.